Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Healthcare professional reported a left side implant exchange from textured to smooth due to the concerns of the product. Healthcare professional later reported "capsular contracture baker unknown and asymmetry". Additionally, healthcare professional reported left side capsular, contracture, baker grade IV and concerns with alcl. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and asymmetry. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side implant exchange from textured to smooth due to the concerns of the product. Healthcare professional later reported "capsular contracture baker grade unknown, and asymmetry". The device has been explanted and replaced.